Manufacturer narrative:
H10: multiple attempts have been made on (B)(6)/2023, (B)(6)2023, and (B)(6)2023, to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the devices back lights are not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has a v60 and the display is very dim. He has a 1st generation liquid-crystal display (lcd), and would need to get the 2nd generation lcd. The rse provided parts ID for part replacement and the latest service manual rev r.